Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, at the first firing, the stapler was used in side-to-side anastomosis and incision site closure, but the firing knob could not be pushed to the end (in both the side-to-side anastomosis and the incision site closure). When checking the cartridge part, there were about 4 staples remained. The firing knob was stiffer than usual. There was no patient injury.